Event description:
New information received notes that no loss of back-up defibrillation was noted during the back-up mode.

Event description:
It was reported that a patient presented with bvvi mode noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made, but the device re-entered backup mode. No loss of back-up defibrillation was reported. The device was later explanted on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported complaint of unexpected reset was confirmed. The implantable cardiac defibrillator was in at backup mode as received, which was noted while the device was implanted. Analysis of device image determined backup occurred due to integrated circuit anomaly. Device firmware was re-loaded, and additional testing found the device battery at normal levels. After extensive testing and monitoring backup mode could not be reproduced. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.